Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 80% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The lesion was 18cm in length. Vascular access was obtained in the right femoral artery and an unspecified introducer sheath was inserted. An unspecified guide wire was advanced across the lesion and another manufacturer's wallstent was implanted in the distal portion of the lesion. The physician attempted to post-dilate the wallstent with the 6.0 x 80mm x 80cm wanda pta balloon dilatation catheter. The wanda was inflated two times to 7atms, however, on the second inflation, the balloon ruptured. The wanda was removed and a second wallstent of another manufacturer was implanted in the proximal portion of the left sfa overlapping the first implanted wallstent. The physician then post-dilated both wallstents with a 6.0 x 40mm wanda balloon catheter. No patient complications were reported and the patient's status was noted as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).